Manufacturer narrative:
Based on the claim against the product by the customer noting energy activation issue, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported issue. The fse replaced the integrated electrosurgical unit erbe (erbe) generator to correct the reported problem. The system was tested and verified as ready for use. Isi received the replaced erbe generator involved with this complaint to perform failure analysis. During investigation, the reported failure was unable to be reproduced. The unit energized and cauterized, and all ports recognized instruments. The complaint regarding energy issue was confirmed through review of the system logs but not reproduced during failure analysis, which indicates that the device did contribute to the customer reported issue. This complaint is considered a reportable event due to the following conclusion: the integrated electrosurgical unit (iesu) erbe generator was abandoned after the start of the procedure and the surgeon was able to continue with the procedure robotically with a third-party generator. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
During a da vinci-assisted low anterior surgical procedure, the user experienced multiple error faults on the generator during activation of the monopolar and bipolar energy. At the time of the issue, energy activation stopped. The procedure was completed. No further error was reported. No known impact or patient consequence was reported. After completing the procedure, the customer reported the issue to an intuitive surgical, inc. (Isi) clinical sales representative (csr). Csr contacted technical support engineer (tse) for troubleshooting assistance. Tse reviewed system event logs and noted multiple related errors. The caller stated that the power cycle was performed on the generator multiple times, but errors returned. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter informed that the issue was not resolved after the power cycle and the procedure was completed using an external generator.